Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The dso sensor does not function properly. This was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that, "replace cassette, even though you put a new/good one on." The investigation found that the dso sensor was defective.